Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-11799, 2017865-2023-11801, 2017865-2023-11802. It was reported that the patient presented to the clinic due to pocket erosion. The device system has eroded from the pocket due to suspected infection. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. A new ICD, ra lead and rv lead were implanted on (B)(6) 2023. A new lv lead was implanted on (B)(6) 2023. The patient was in stable condition throughout the procedure.